Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the color of the indicator window on a 5f exoseal vascular closure device (vcd) did not change even though the sheath and vcd were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. It was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. The user stared at the indicator window while pulling back the sheath and vcd after stopping pulsatile flow. The device was prepped according to IFU instructions. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was used in an interventional procedure using a retrograde approach. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. There was mild access vessel tortuosity at the femoral puncture site. The indicator window did not show any red color during retraction. The product will be returned for analysis.

Manufacturer narrative:
As reported, the color of the indicator window on a 5f exoseal vascular closure device (vcd) did not change even though the sheath and vcd were pulled back completely. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. It was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. The user stared at the indicator window while pulling back the sheath and vcd after stopping pulsatile flow. The device was prepped according to IFU instructions. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was used in an interventional procedure using a retrograde approach. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. There was mild access vessel tortuosity at the femoral puncture site. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was found not locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard was successfully locked, and the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved full transition of the indicator window. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button not depressed. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The reported tortuosity of the vessel may have also been a contributing factor to the issue reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.